Event description:
As reported, during a left inguinal hernia repair procedure a 3dmax mesh was implanted on (B)(6) 2025. Post implant the patient experienced chronic pelvic/groin pain with mobility limitations. It was reported that the patient was treated with pelvic nerve block injections and one hip/buttocks steroid injection.

Manufacturer narrative:
As reported, the patient experienced chronic pelvic/groin pain with mobility limitations post implant of 3dmax mesh. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. Postoperative pain is listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.